Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-i5010-us is available in the USA with a 510k number k182004. Evaluation summary: it was caused due to the pcb board failure in the processor. This report is being filed as part of the pentax backlog management plan.

Event description:
Date of event not known for the exact date, we just know the year the complaint was sent in to manufacturer. This event occurred at the time of during use. There was no report of patient harm. With dim light and "backup light on" message.